Event description:
It was reported that a cartridge alarm occurred during the load sequence. The caller was unable to successfully load a cartridge and resume insulin therapy however the cartridge alarm recurred.there was no adverse impact to the customer¿s blood glucose level.